Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the scroll compressor to resolve the issue. The stm then performed full calibration, functional testing and safety checks to factory specifications, and the iabp was returned to customer and cleared for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
During a scheduled preventive maintenance (pm), the getinge field service engineer (fse) observed that the cardiosave intra-aortic balloon pump (iabp) compressor was unable to reach within the required specifications and "maintenance required" error message was also displayed. There was no patient involvement and no adverse event was reported.